Event description:
As reported by the user facility: received customer reported an under infusion concern initially,....that pump has programming concerns in software or end user education needed to use pump. Attempted trouble shooting with end user, end user was "too busy" stated with "patient care" to spend time on phone trouble shooting. End user stated he was infusion dextrose 5% water 250 ml/15 minutes initially to himself... And software didn't recognize volume/rate and beeped. He changed volume to infuse over 30 minutes then it worked... Then once infusing, it started beeping with error code "occlusion downward". End user adjusted and inspected tubing with no concerns. End user was able to gain full therapy of d5w with no injuries or ill affects. Attempted again today 500 ml/30 minutes, the pump did not recognize the rate and volume. Doctor readjusted 500 ml/90 minutes it worked. Within 10 seconds doctor stated it started beeping with error code that occlusion downward again a few times. Doctor inspected tubing and re started eventually got all solution. Received full therapeutic dose with no injuries. End user is using IV tubing appropriated for infusion as ref # (B)(4). Unknown why physician infusing himself or technique. Physician has requested a sales rep to come and educate him and staff on use of pump. Sales rep information provided by physician. Ref # (B)(4). Serial number (B)(4). No injuries. Used IV tubing ref # (B)(4).

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the inspection results become available.